Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call, that insulin pump went blank. Blood glucose at the time of incident was 300mg/dl. The customer stated that he is unsure if the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture recently. Troubleshooting was not able to resolve the issue. The customer stated that the display did return after inserting a new battery, but alarmed battery out limit and went blank again. The customer is not using the recommended batteries, and stopped troubleshooting, because he did not have any more batteries. He was advised to use the correct type of battery. The device will not be returned for analysis.